Manufacturer narrative:
(B)(4). The customer reported that the device has a red x and a chirp, gives shock and pacer equipment malfunction messages and hangs during op check. There was no reported pt involvement. The device was evaluated at philips. The issue was localized to a defective therapy pca. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the device has a red x and a chirp, gives shock and pacer equipment malfunction messages and hangs during op check. There was no reported pt involvement.